Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a moderately calcified, moderately tortuous, chronic total occlusion (cto) in the right coronary artery (rca). At the beginning of the procedure, the operator realized that something was not working correctly with an asahi gaia second guide wire. He pulled out the wire and noticed that the guide wire had cut off the concomitant corsair pro microcatheter or had been cut off inside the corsair pro. He changed for a new guide wire and new microcatheter and did the procedure perfectly. Corsair pro: MFR report # 3003775027-2021-00096. Gaia second: MFR report # 3003775027-2021-00097.

Manufacturer narrative:
Investigation result: the reported corsair pro microcatheter and gaia second guide wire were returned for evaluation. The corsair pro had a slight bend at the tip. Tip separation was not confirmed. No other noticeable damage was observed. The gaia second had its coil wire loosened at the mid solder set at 45mm from the tip. Wire fracture was not confirmed. The loosened coil would look like a gap in the coil under fluoroscopy and therefore it could be misinterpreted as wire fracture. Conclusion (root cause): based on investigation outcome of the returned corsair pro and gaia second, it was presumed that torsion generated in attempts to cross the cto had most likely contributed to the observed loosening of the coil of the gaia second. The applied stress would localize and therefore exceed the product design limit when the tip was being trapped in the cto, loosening the coil and the loosened coil was probably misinterpreted as wire fracture. As for the bend observe on the tip of corsair pro, it was likely attributed to bending stress generated with catheter manipulation made in attempts to cross the cto. It was concluded that damage observed on either of the returned devices was unlikely to cause or contribute to the previously suspected adverse patient effect even if it were to recur; therefore, this event was considered not reportable. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunctions and adverse effects] breakage of the guide wire.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and referring to known similar events, it was presumed that tensile stress generated with wire removal had likely contributed to the reported separation of the corsair pro microcatheter. Both devices were likely fused due to deformation of the coil of the guide wire or the tip of the microcatheter caused by repeated rotations made in attempts to cross the cto which was likely trapping the tip of the devices at the time. Therefore, upon wire removal, the applied tensile stress became localized and exceeded the product design limit, shearing the catheter tip. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunctions and adverse effects] breakage of the guide wire.

Event description:
It was reported that the tip of an asahi corsair pro microcatheter had detached during a percutaneous coronary intervention (pci) to treat a moderately calcified, moderately tortuous, chronic total occlusion (cto) in the right coronary artery (rca). At the beginning of the procedure, the operator realized that something was not working correctly with an asahi gaia second guide wire. He pulled out the wire and noticed that the guide wire had cut off the corsair pro. He changed for a new guide wire and new microcatheter and did the procedure perfectly. Corsair pro: MFR report # 3003775027-2021-00096; gaia second.